Event description:
Attorney alleges that his client sustained serious personal injuries as a result of a bed collapsing. No malfunction has been identified and the bed has not been made available for eval.